Event description:
It was reported that the patient had to go to the emergency room to have the pump removed because it was not functioning correctly and was only half full when it should have been almost done. The pump had alarmed, but the message displayed on the screen was not noted. The pump was connected to the patient when the error occurred. The continuous infusion rate was 2 ml/hr, with a total reservoir volume of 92 ml and 44.5 ml given. The status of the air detector and upstream sensor was not known. The infusion had lasted 46 hours, and the lock level was set to locked. A cstd (closed system drug-transfer device) was used to fill the cassette, and the pump was used to prime the extension tubing. The event occurred while in use with a patient. The operator of the device was a health professional. There was no patient harm reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.